Event description:
Reportable based on device analysis completed on 13-sep-2018. It was reported that shaft kink occurred. The 92% stenosed, 15mmx1.5mm target lesion was located in the moderately tortuous and moderately calcification left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, it was noted that the device delivery shaft was kinked 80cm from the hub. The device was completely removed from the patient and the procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated. Returned product consisted of a maverick 2 catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon is partially loosely folded. The hypotube is broken 79.8cm from the hub and there is a kink 49.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.